Manufacturer narrative:
The product was not returned for evaluation, however, images were provided. A manufacturing record review was completed and zero nonconformances were found therefore supporting the device met material, assembly and performance specifications. Based on the information provided stating the wire knuckled in a stent and became knotted, causing the coils to unravel/separate from the core wire, the most likely root cause for the damage is operational context (device interaction with stent).

Event description:
While physician was using the bandit guidewire, it knuckled in a stent. The wire became knotted when he knuckled it, and the coils uncoiled/separated from the core wire. The device remained intact and no pieces of the wire were left in the patient.